Event description:
The customer requested service due to bent battery pca pins. There was no patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 1 was bent.